Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use an amphirion deep otw pta balloon catheter to treat a lesion in the left distal peroneal artery. The lesion exhibited 65 % stenosis and plaque. Artery diameter: 2 mm x30 mm. The device was been used with a 6f sheath and a 0.014" guidewire. No issues noted when removing the device from the packaging. The device was prepped with no issues identified. No difficulty delivering the device to the lesion. The balloon was deployed in distal-peroneal with stenosis (not calcified) present and intended to be inflated to 14atm however, the balloon was unable to maintain its constant pressure as shown on the inflation device where the pressure kept dropping. A second inflation attempt was done but the balloon burst at 11atm, before reaching intended burst pressure of 14atm. Balloon was removed entirely from patient without any intervention and replaced with another manufacturer. The physician suspects that there is a leak in the balloon. No patient injury reported for this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.